Event description:
It was reported to philips that the heartstart mrx defibrillator paddles patient contact indicator was flashing red when the paddles were in the paddle tray. There was no patient involvement.